Manufacturer narrative:
Corrected data: conclusion code the codes were corrected based on re-evaluation.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not booting up and data monitor was not working. The fse on further analysis found out that the m-cabinet has blown fuse. The fse replaced the fuse and test the system to confirm proper operation. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that system was not booting up. The system was not in clinical use. No harm has been reported to philips.